Manufacturer narrative:
Safety assessed the event as possibly related to the index device and not related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the rca. During the procedure dissection occurred. No action was taken. The investigator assessed the event as possibly related to the index device and not related to the anti-platelet medication. The patient recovered.